Event description:
This report is being sent with analysis details.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed that detected a high current drain. Detailed analysis was performed confirming that the high current drain resulted in the observed premature battery depletion. Investigation has determined that the high current drain is the result of compromised low voltage capacitors, which is caused by the presence of excess hydrogen from a liner component within the device. Boston scientific has issued an advisory communication regarding a subset of pacemakers in the accolade product family that has an elevated potential of exhibiting this behavior. This device is part of the hydrogen induced premature depletion advisory population.

Event description:
Additional information was received that this device was explanted and replaced due to premature battery depletion. No additional adverse patient effects were reported.

Event description:
It was reported that the pacemaker battery had gone from 4.5 years to 1.5 years over the past year. A request was made to have data from this device analyzed. The initial data analysis indicated that the high rate atrial sensing was causing an increase in power consumption, however subsequent analysis confirmed that the power consumption had been steadily increasing over the past year. A device replacement was recommended. No adverse patient effects were reported.